Manufacturer narrative:
Product analysis:. The device was returned with the stent partially exposed from the device, the locking mechanism was tightened. The stent was confirmed as 150mm from the strain relief. A 3mm approx. Gap was noted at the distal end of the device and the crown of the stent could be observed exposed. The deployment paddles are approximately 171mm apart (163mm-175mm) the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a protege ef to treat a plaque lesion in the mid superficial femoral artery. Lesion stenosis was cto (chronic total occlusion-100%). Artery diameter 6mm. Lesion length 120mm. The device was prepped per IFU with no issue. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The stent tip was partially exposed and could not be placed further into the body. Physician replaced device with a new stent and the surgery was completed. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.